Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, cvplp2000, smoke evacuation pencil was being used on (B)(6) 2022 during a blepharoplasty procedure and ¿the electrode's insulation melted. It caused a first degree burn on the excess tissue of the eyelid which was being removed¿. After further assessment it was found no piece fell off per clinicians observation. The insulated part of the electrode was resting on the metal retractor when it apparently burned a hole through insulation. The covidien e1650 was the electrode attached to the cvplp2000 when the eyelid was burned. The e1650 is the device that melted and will be filed as a concomitant device. The procedure was completed and it is not known if an alternate device was used. There was no delay to the procedure. There was no report of medical intervention. There was temporary injury to excess skin removed. Patient is alive, no report of injury. Tissue was removed and discarded. The patient's current status is "no resulting injury.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.